Manufacturer narrative:
Manufacturer email: (B)(4).

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure at 1.6 joules and 50 hertz, the fiber broke where it enters the scope, around 30 cm from the distal tip. The fiber break caused a skin laceration in the index finger of the physician and the green plastic covering had a complete transection. It was indicated that there might have been excessive force while rotating the scope. A second fiber was used to complete the procedure. There were no patient complications.